Event description:
It was observed that during the device inspection, the rigid endoscope telescope's internal lens assembly and the locking pin were broken. The issue was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: to remove lense cracked (non-reportable). Correction to entire e1: information to remove customer info (pae at inspection by olympus). Correction to h6: component code to remove 866, lenses. This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation, where the reported event was confirmed. Based on the results of the investigation the root cause could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, that during the device inspection. The rigid endoscope telescope's locking pin was broken. The issue was observed, during reprocessing. There were no reports of patient involvement.